Manufacturer narrative:
Product analysis:analysis was able to confirm the display was defective; there were rows in the display. Analysis also noted that the lower case was broken and the ring and bails were missing. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display was not working properly and the hanger was broken. The epg was returned for service. No patient complications have been reported as a result of this event.